Event description:
Update: patient questionnaire received 2-4-22. It was reported that the patient had a reaction to the device. The patient experienced "sores and swelling on the gums and inside the lips." It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that it lasted 4-5 days after the discontinuation of the device. The patient has a history of environmental allergies. A history of depression and takes celexa. The patient also takes progesterone. The allergies noted are: penicillin, keflex, cephalosporins, morphine, and bacitracin. The patient was seen by an allergist, there are no results available. With regard to the device: it is unknown if the device was cleaned prior to delivery to the patient. The patient used water and a denture cleaner to clean.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro 4.0-11497 (erkoloc-pro) was manufactured from october 7, 2020 and was assigned an expiration of october 2023. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized, and the pictures were attached. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear/transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the patient used water and a denture cleaner to clean the device. Additionally, the practitioner noted the patient has known allergies to penicillin, keflex, cephalosporins, morphine, and bacitracin and that the patient was seen by an allergist. Supplier erkodent reviewed the incident details and determined an allergic reaction could not be ruled out. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The exception of serial number as the device is manufactured by prescription. The device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the comfort splint.